Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) bipolar procedure, the subject device reportedly disintegrated. There was no pt harm reported.

Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that the setting on the electrosurgical unit remained unchanged throughout the procedure and the intended procedure was reportedly completed with a different unspecified electrode. The user facility reported that no device fragment fell into the pt's body cavity as a result of the procedure. The subject device was reportedly removed from service. The subject device of this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined. If significant relevant info become available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.